Manufacturer narrative:
Product is not expected for return.

Event description:
The reporter stated the patient was hospitalized on (B)(6) 2015 due to elevated blood glucose while using the infusion device. The paramedics took the customer to the hospital and the hospital's meter result was 900 mg/dl. The type of treatment that was given to the patient is unknown. The patient was hospitalized for one week. The reporter did not know the cause of the high blood glucose. On (B)(6) 2015, the paramedics were called due to the patient having elevated blood glucose. The reporter did not have any details regarding this event. On (B)(6) 2015, the paramedics were called due to the patient having low blood glucose. The patient was in the hospital from 2:30am to 7:00am. The reporter did not have any other details regarding this event. The infusion device is not expected to be returned for product evaluation.